Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed and negative results were obtained. Confirmation testing with pcr generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided. Additional details regarding swab type, sample type, or confirmation testing were also not provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m135135 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m135135, test base part number 190-430 / lot m135135. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m135135 showed that the complaint rate is 0.005% abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.